Event description:
The patient reported that the buttons were sticking on the pump. No further information was provided.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/15/2015 with the following findings: the keypad was observed to be cut/torn at the up arrow button. The up arrow button was observed to be not working; all of the other keypad buttons were found to be responding appropriately. The keypad was removed and contamination was observed under all of the keypad button contacts. Unrelated to the complaint, the display screen was found to be dim and discolored with a pink color.